Event description:
It was reported that a malfunction alarm occurred. At the time of the call with tandem technical support, customer didn't have a backup method of insulin delivery. Customer declined further troubleshooting. Customer¿s blood glucose level was 197 mg/dl..